Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Customer will take the decision after routine dr's appointment. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 80 to 150mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a blood test was performed fasting by the customer and produced test results of 280mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is 01/23/2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6).